Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8002811, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-02. Medical device lot #: 8011982, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had illegible print. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the bd luer-lok¿ syringe had illegible print. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. No physical samples were received. The first photo depicts 13 syringes with missing print, reported to be from batch#: 8011982. The missing print affects items between the 2ml and bd logo markings. The print appears to have been scratched off in at least a few of the visible samples. The missing print observed is rejectable per product specification. The second photo depicts 7 syringes with visible damage to the barrels. Six of the seven syringes have diagonal scratches and/or scuff marks between approximately the 1ml marking and the luer collar on the barrels. Based on the photo it is difficult to determine if the damage is rejectable or cosmetic. Some of the syringes may be acceptable per product specification. Physical samples would be required for determination. Furthermore, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect for both lot numbers. Machine logs review indicates issues were observed with syringe transfer system at assembly during the manufacture of batch: 8002811. Issues were corrected by qualified techs at the time they were discovered and recorded. Assembly dial jams were recorded during the manufacture of batch: 8011982. They were addressed at the time of occurrence. Investigation conclusion: probable root cause: batch: 8002811. Damage to barrel (scratch): the scratch was likely due to the issues with the syringe transfer system at assembly recorded during the manufacture of the batch. Batch: 8011982. Missing print: the print was likely scratched off by a piece of jammed component during an assembly dial jam. Corrective actions: no corrective actions are necessary based on the defective rate identified. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had illegible print. There was no report of exposure, injury, or medical intervention noted.